Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not yet returned.

Event description:
It was reported to vyaire medical the sipap was not pressurizing and that all of the gas was coming from the exhaust. Furthermore, there was no patient associated with the reported event.